Event description:
It was reported that a dissection occurred in a mid lad lesion when advancing the multilink delivery system under resistance. The stent was subsequently lost in the coronary when the delivery catheter was removed. The pt became transiently hypotensive. Another company's stent was used to treat the lesion after the multilink stent was snared and removed from the pt with a guidewire.